Event description:
Interrogation showed low voltage alarm followed by low flow then pump off. Log files did not capture anything unusual other than the system controller exchange that took place on (B)(6) 2024 at 1816 when the driveline showed disconnected. The log file did not capture any events leading up to the system controller exchange. There was a gap in the timestamp where no events were being recorded.

Manufacturer narrative:
Section b5: corrected. Section d4, primary UDI number: corrected. Section h6: corrected. Section h10: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported event of a pump stop; however, it was determined that this event was due to a driveline disconnect, consistent with the report of a system controller exchange. No device-related issues were identified. Data from the reported event date of 11jun2024 was reviewed in the submitted log file from the exchanged system controller. A pump stop event was captured due to the driveline being disconnected. A double power cable disconnect followed by no external power alarms were also captured. These events are consistent with the reported system controller exchange. Log files submitted from the new primary system controller captured the pump operating as intended once the driveline was reconnected. No other notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were identified through this evaluation, the IFU lists adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's emergency backup battery (ebb) was replaced earlier in the day due to upcoming expiration. There were no alarms following the replacement. Later in the day, the patient had left ventricular assist device (lvad) off alarms with no green circle illuminated on the system controller while on power module. The system monitor was also reported to be off when the team entered the room. The patient was switched to batteries, but the power did not return to the system. The controller was then exchanged, and the patient was connected to new power module which returned power to the system. The power module also had a faintly yellow lit power module backup battery indicator. Log files were to be sent from both controllers and the power module was to be returned for further investigation.